Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the clinical sales representative (csr) contacted a technical support engineer (tse) and reported that they were getting errors on arm 2. The customer disabled arm 2. The tse explained that the system would need to be restarted, but the error related to universal surgical manipulator (usm) 2 were likely to return. The customer may be able to recover, but they may ultimately have to disable arm 2 again. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis, and the error 319 was confirmed and replicated. In logs, the error 319 was found indicating a node does not present at start up on node, confirming the fault occurred in the field. Upon visual inspection, the rolling loop fiber was misaligned and not allowing carriage to move properly on insertion. The usm was installed onto a golden system where the error 319 was triggered indicating fault on the node, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where check boards present test failed was found to be failing on the node. Once testing was completed, the rolling loop fiber was tested and was verified to be the source of the fault.